Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken curved blade to be related to the reported complaint. A broken piece approximately 0.26" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the harmonic ace was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.